Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that barrel was damaged which appears to be cracked. The potential root cause for the damaged barrel defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3034733. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported is confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628, lot: 3034733. It was reported that the bd luer-lok barrel/flange was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Per email, "dr. Xxx s used an izervay today that had a defect in the syringe. He was able to use the injection successfully, but he wanted to let you all know about the issue with the syringe." Product number - 309628. Lot/serial number - 3034733.